Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the atrial lead exhibited low pacing impedance, failure to capture, and failure to sense. The physician tried to remove the atrial lead but was unable to remove it from the header of the pacemaker. When the atrial lead was finally removed, the physician noted that the lead was broken. The pacemaker and the atrial lead were not used and were replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to disconnect was confirmed. The pacemaker was returned for analysis. Analysis revealed the setscrew inset was stripped by the user, which resulted in the problem of disconnecting the setscrew. The problem was caused by the incorrect wrench insertions by the user/physician. No device anomalies were found.

Manufacturer narrative:
Correction: section h2 - follow-up type should be device evaluation instead of additional information.